Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the handle partially open and the capsule closed, and nose cone removed. Bends were observed along the catheter shaft and deformation was evident to the distal end of the shaft. Deformation was evident to the distal end of the inline sheath. Delamination was evident along the capsule and metal was observed protruding through the capsule jacket. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed with an infold noted. Deformation was evident to the proximal end of the inner member and the distal end appeared torn. No other deformation was evident to the remainder of the device. The reported nose cone separation could be confirmed through analysis. The reported inability to advance could not be confirmed through analysis. D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product serial/lot number: 0013192568; product type: 0195-heart valves; implant date: not-imp lantable; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted transcatheter aortic valve implantation using the evfxplus-29 transcatheter aortic valve, the right radial artery was punctured and a 6 fr pigtail catheter was advanced into the coronary cusp via a 6 fr sheath. Ultrasound-guided punctures of the right superficial femoral artery and right common femoral artery were performed, a wire was inserted, and a closure device was deployed. An attempt to upgrade to a 14 fr medtronic sheath was made, but the sheath could not be advanced through the distal external iliac artery and could not be advanced through the iliac bifurcation into the common iliac artery. Multiple dilations were performed with a 6 mm balloon, then with an 8 mm balloon, followed by use of a 6 mm intravascular lithotripsy balloon and additional dilation with the 8 mm balloon. Advancing the 14 fr sheath into the aorta was described as difficult. Passage of the aortic valve was achieved using a non-medtronic (terumo) wire, followed by insertion of a different non-medtronic (safari) wire, and a pre-implant balloon dilation with a 22 mm balloon was performed. Despite the pre-implant balloon dilations and successful advancement of the sheath, the delivery catheter system (dcs) and valve could not be advanced and remained stuck at the iliac bifurcation. The nose cone became dislodged and was removed using a snare. The procedure was aborted with a plan changed to transcatheter aortic valve implantation via the right axillary artery. Following removal of the dcs, the non-medtronic closure device failed to close the puncture site, and two 8 fr non-medtronic collagen plug closure device attempts failed, with one not anchoring. Manual compression was applied, followed by two 10-minute balloon occlusions of the leg circulation using an 8 mm balloon, and angiographic monitoring showed no further contrast leakage at the puncture site. No patient complications have been reported as a result of this event. Additional information was received that the minimum diameter of the access vessel was 7.3 mm. It was reported that the dcs was twisted and torqued while in the patient.